Event description:
The customer reported that a few drops of diluted blood leaked from the lh750 manual sampling probe and a small pool of diluted blood was underneath the probe while running samples. No erroneous results were generated for this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the probe wipe was not centered (misaligned) and had reagent buildup. Fse cleaned and aligned the probe wipe to resolve the issue. (B)(4).